Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during in-house testing and the device operated per specifications. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery was not providing power. There was no patient injury reported as a result of this incident.